Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that only the universal seal assembly without the sleeve and obturator was received for analysis. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked from the reducer seal. When the reducer seal was taken off, the air did not leak. Another device was used to complete the case. There were no adverse consequences to the patient. The event occurred at the beginning of the operation of device.